Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the device was found to be ruptured. The device was received in two (2) parts. In addition, a crease/fold within the rupture was noted. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2021, mentor received additional information regarding the event date, mammogram/ultrasound date, MRI date, and the patient¿s symptoms. The event date was initially reported as (B)(6) 2021. However, additional information revealed that the actual event date was (B)(6) 2020. Mammogram and ultrasound were performed on (B)(6) 2020, and the results indicated the left-sided rupture. In addition, MRI was performed on (B)(6) 2020, and the result also indicated the left-sided rupture. The patient experienced bilateral capsular contracture (grade unknown). The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative left-sided rupture. Mammogram and MRI performed on unspecified date indicated left-sided rupture. The diagnosis was confirmed based on the MRI result. As a result, the patient underwent removal and replacement with two 405cc mentor memorygel breast implant prostheses (catalog #: smpx405, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021.